Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, while attempting to insert the cat6 into the non-penumbra sheath, the physician did not mention experiencing any resistance. However, the technologist noticed that the cat6 was bent and had become crimped. Therefore, the cat6 was removed and the procedure was completed using a new cat6 and the same sheath. There was no report of an adverse effect to the patient.